Event description:
The patient was receiving blood through the hotline warming device. The blood products were placed on a machine. The patient was receiving blood through the alaris pump and then through the hot line pump. The hotline pump appeared to malfunction as the blood products were being pumped into the sterile water reservoir chamber. Everything was disconnected from the patient. There was no change in the patient's condition. At this time, we can not determine if the blood products mixed with the sterile water and this was infused into the patient or not. The alaris pump, the blood products warmer as well as the tubing are being examined by our biomed department.